Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, lead noise and lower out of range pacing lead impedance were observed. Noise was not reproducible with isometric testing. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
External insulation was noted at 11.6-11.7cm from the connector pin and at 43.1-43.3cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 7.5-8.4cm, 12.4-13.8cm, and 16.1-16.8cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.8-5.1cm, 6.0-6.2cm, and 6.4-6.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.5-6.6cm from the distal tip. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observations of noise and low pacing lead impedance.